Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a lead revision procedure. Review of transmissions revealed that the right ventricular (rv) lead had loss of capture. The patient was pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.